Manufacturer narrative:
The impella device was returned by the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the medical team was having difficulty delivering an impella pump due to the patient's anatomy. During the process the canula kinked and a second pump had to be used, which was delivered successfully. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was returned for investigation. Cannula kink and catheter kink were noted near the motor housing of the impella. According to the clinical report, the patient had extremely tortuous vessels due to which the pump delivery was extremely difficult. The cannula and the catheter of the pump kinked in that process. The root cause of the delivery issue that led to the product damage-cannula kink issue was a kinked cannula due to patients tortuous vessels. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ corrections to the initial MFR report: added d6a/d6b